Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within the advancer tubing for evaluation. The guide wire cap was not returned with the assembly. Visual examination of the guide wire revealed one kink in the guide wire body in the location over the thumb guide. Microscopic examination confirmed both welds were present and spherical. Visual examination of the guide wire advancer tubing revealed a gouge in the thumb guide, further indicating that the guide wire may have been damaged during shipment. The kink in the guide wire body was located at 415 mm from the proximal end. The total length of the guide wire measured to be 455 mm which is within specifications of 450-458 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.854 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. However, the guide wire end cap was not returned and the thumb guide had a gouge in it. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Md was preparing the procedure and checked the product. The md found that the swg (spring wire guide) was bent. A new device was obtained to perform the procedure.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Md was preparing the procedure and checked the product. The md found that the swg (spring wire guide) was bent. A new device was obtained to perform the procedure.